Event description:
Factory evaluation of a returned three station solenoid revealed an inhalation autozero failure during testing. Further analysis revealed an electrical open of the inspiratory pressure transducer solenoid. Malfunction of the solenoid as noted during use could result in an autozeroing failure. If the autozeroing task cannot be performed it can affect the accuracy of the system pressure measurement.